Manufacturer narrative:
The technician cleaned the grease from the hi/low drive brake assembly to repair the bed.

Event description:
Information received indicates the hi/low motor is chattering. After replacing the coupling, the hi/low began to drift.